Event description:
A pt reported blood glucose results of "409, 378, 258, 206, and 254 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.